Event description:
Info received indicates the head up function will not work.

Manufacturer narrative:
The technician found the head up valve was sticking. The technician replaced the o-ring to repair the bed.